Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: updated implant date of the 4068-58 implantable pacing lead for patient other devices. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator. Device was able to be reset, clearing the elective replacement indicator condition. The low supply detections may have been caused by the ablation procedure.

Event description:
It was reported that the device had elective replacement indicator with remaining longevity of 1-2 years. This was noted during an ablation procedure. Review by the manufacturer's technical consultants of the device data noted that the elective replacement indicator was set due to low supply, likely during the ablation procedure. The elective replacement indicator was able to be cleared and the device was subsequently interrogated with no elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.